Event description:
It was reported the ventricle output connector is broken (snapped). The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle output connector is broken. Analysis found the upper case, lower case, lcd (liquid crystal display) lens, and battery drawer are broken. Keyboard pad is contaminated and board connector cable is damaged (crimped flex).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.